Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is no longer on steroid treatment. The recipient is wearing the device. No further details will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced increased tinnitus after initial implantation. The recipient was prescribed steroids (type unknown). Programming adjustments were made; however, the issue did not resolve.